Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Analysis of the device revealed that guidewire proximal end was bent, and that the ptfe coating was peeled at the bend location. During functional evaluation resistance was encountered as the guidewire was advanced through a microcatheter, and the guidewire torque was not smooth due to the bends on the guidewire. Information available indicated that a microcatheter with ID of 0.021 in was used, and that the patient¿s anatomy was very tortuous. As per the device dfu, a minimum guiding catheter ID of 0.050 in is recommended. It is likely that the use of a microcatheter with an ID less than the minimum recommended ID, and the tortuous anatomy may have caused resistance during the procedure, leading to the guidewire proximal section bend. It is likely that ptfe peeling observed at the bend location was caused by the insertion tool. However it is not clear if the insertion tool was used during the procedure because the insertion tool was not returned with the device. Based on the information available and device analysis, an assignable cause for the observed ptfe coating peel and the guidewire bend could not be definitely determined.

Event description:
Based on investigation of the returned product, it was found that the ptfe coating was peeled. There was no impact to the patient.